Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no reservoir alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 409 mg/dl and treated with manual injection. Customer states that the insulin pump will not give insulin. The customer was assisted in performing displacement test. The device will be returned for analysis.